Manufacturer narrative:
UDI number: na

Event description:
The recipient reportedly experienced poor performance with use of device. Device testing revealed several open electrodes. Device revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly has not made a decision to proceed with revision surgery. The recipient continues to use the device. A review of the device history record noted rework. The recipient remains implanted. This is the final report.